Event description:
Pt's spouse reports they hooked up the tpn IV tubing then noticed blood in the filter and flecks of blood in the tubing. Spouse is sure the blood was in the tubing when they removed it from the manufacturer's packaging.